Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on his left hip on or about (B)(6) 2007. Complaint for his right hip has been entered separately. Patient has excessive levels of cobalt and chromium in his system. He will be having the left asr hip explanted on or about (B)(6) 2011. Doi: (B)(6) 2007 - dor: possibly by (B)(6) 2011 (left side). Patient is a resident of (B)(6).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.

Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on his left hip on or about (B)(6), 2007. Complaint for his right hip has been entered separately. Patient has excessive levels of cobalt and chromium in his system. He will be having the left asr hip explanted on or about (B)(6), 2011. Update (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening, pain, fluid collection, elevated levels of cocr, and soft tissues consistant with metallosis.